Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (system 1; test strip lot number 670283), is related to case with patient identifier (B)(6) (system 2; test strip lot number 670408).

Event description:
On (B)(6) 2023, the patient received the following results within 15 minutes: 73 mg/dl at 4:55 p.m. (System 1; test strip lot number 670283) and 174 mg/dl at 4:58 p.m. (System 2; test strip lot number 670408). On (B)(6) 2023, the patient received the following results within 15 minutes: 66 mg/dl at 5:30 p.m. (System 1; test strip lot number 670283) and 172 mg/dl at 5:34 p.m. (System 2; test strip lot number 670408).